Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm, displacement and motor tests. However, the insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported via phone call that that they received a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.